Manufacturer narrative:
Eval summary: no packaging or "hair" was returned. Evidence marks on medial, lateral and posterior sides of the implant appear to show implant was attempted for use. The implant was returned, however, the packaging where the hair was found was not. It was not indicated in which portion of the packaging (inner cavity, outer cavity, etc.) The hair was found. There is a certificate of processing from sterigenics which states this lot of implants was sterilized at a minimum dosage of 27.0 kgy and a maximum dosage of 35.2 kgy. Per zwi 36.210, the minimum dosage must be over 25.0 kgy and the maximum dosage must be under 37.0 kgy. Therefore, this lot of implants is sterile. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that a black hair was found on the implant.